Event description:
Upon review by the manufacturer's investigation unit, the inform meter was found to have melting and burning on connector pins 3 and 4. No adverse event reported. Suspect device was returned, and replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.